Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a turbohawk plus, a mechanical jam occurred where the thumbswitch would not advance back into the closed position, leaving the blade exposed permanently. The cutter was outside the housing during removal from the patient. The physician tried cleaning several times but it still would not close. This issue led to the procedure being aborted. The device was used in the left superficial femoral artery, targeting a plaque lesion in the mid-section of the artery. The vessel was post-dilated, and the device was safely removed from the patient without any injury or intervention required.